Event description:
The pump has been returned and was evaluated by product analysis on (B)(6) 2012 with the following findings: during evaluation the pump was unable to detect the cartridge during the load cartridge step. The force sensor was found to be out of calibration. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on 07/25/2012 with the following findings: during evaluation the pump was unable to detect the cartridge during the load cartridge step. The force sensor was found to be out of calibration. Contamination was observed on the force sensor assembly. Correction/removal reporting number: 2531779-03/24/2010-003-r.